Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product(s): item # unknown/ unknown head/ /lot # unknown; item # unknown/ unknown cup/ /lot # unknown; item # unknown/unknown liner/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00996.

Event description:
It was reported the patient underwent right hip revision surgery 2 years post implantation due to pain and elevated metal ion levels. It was indicated during the revision procedure, there was evidence of metallosis and corrosion. The acetabular components were noted to have minimal wear; therefore, they were retained. Further noted, post revision improvement in overall cobalt levels and adls. Attempts have been made and additional information on the reported event is unavailable at this time.